Manufacturer narrative:
A review of patient (B)(6) confirmed that part number 193-030 saiph femur cemented blue right size 6 (batch number 203044) along with part number 193-790 saiph fixed tibial bearing blue right size e 10mm (batch number 204191) and part number 193-604 saiph fixed tibial tray cemented size e (batch number 205992) were originally implanted in (B)(6) 2014. A review of the device history records confirmed that all product was released to specification, no non-conforming product was released. A number of follow up requests have been made to obtain further information but no information has been provided. It was stated that a competitors / alternative product was used during the revision procedure. Matortho records confirm that no product was supplied specifically for patient (B)(6) at the time of the revision procedure. It was identified that this reportable revision had not been reported to the FDA at the time whilst reviewing other matortho notifications. Matortho is correcting this oversight.

Event description:
"Patient specific mould for the fem had the distal block pin holes in the wrong position causing the rest of the cutting blocks to be malpositioned. Fem was recut to counter the malpositioning but the result was not ideal." (B)(4).